Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code b15: the imaging evaluation performed by a clinical imaging specialist showed the following: - two radiographic intra-operative jpeg images and a partial 3d reconstruction image available for evaluation. - jpeg #1 shows a highly angulated/tortuous proximal neck distal to the left renal artery. - there appears to be a gore® excluder® conformable aaa endoprosthesis implanted distal to the left renal artery. - image appears to show contrast outside the implanted device. Thereby, confirming a proximal type I endoleak. - jpeg #2 shows: - an aortic extender (3-long radiopaque markers) is implanted at the proximal end of the previously implanted device. - the renal arteries appear to be patent. - the endoleak appears to be resolved. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. One week after the initial procedure, a follow-up CT scan showed that a type ia endoleak and compression (stenosis) of the bilateral contralateral legs at the angulated parts of patient¿s blood vessel. Therefore, an additional procedure was indicated. On (B)(6) 2024, a reintervention was performed. An aortic extender was implanted proximal to the previous stent grafts. Also, additional ballooning for bilateral contralateral legs was performed. The type ia endoleak disappeared and the compression of the legs was resolved. The patient tolerated the procedure. The reporting physician commented as follows: the trunk-ipsilateral leg seemed to have migrated distally, compared to the index procedure.